Manufacturer narrative:
Company comment: the serious event of abscess at implant site was considered unexpected, due to off label use, and possibly related to the treatment. Seriousness criteria includes the need for medical intervention and drainage to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique and a more specific cause cannot be established based on the available information. The sculptra was used off label to buttocks. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-jun-2026 by a physician concerning a 46-year-old female patient. Additional information was received on 15-jun-2026 from the same reporter. The patient had no known medical history or allergies. She was not taking any concomitant medications. The patient had previously received unspecified fillers or toxins. In (B)(6) 2026, the patient received treatment with sculptra to buttocks (unknown amount, lot number, injection technique and needle type) at a travelling spa. The sculptra was injected to buttocks (off label use of device). In 2026, the patient experienced abscesses (implant site abscess) on the buttocks area. In (B)(6) 2026, the patient visited an emergency room and underwent a cat scan which showed multiple abscesses of the buttock. The hcp drained about five of the abscesses and patient was referred to the reporting physician. On (B)(6) 2026, the reporting physician had seen the patient and was started on treatment with unspecified antibiotics. Outcome at the time of the report: abscesses was unknown. Sculptra was injected to buttocks was recovered/resolved.